Event description:
Pt admitted for off pump CABG x 2. During endoscopic vein harvest, bp went to zero. Md performed internal cardiac massage, pt responded within 1-2 minutes. Post procedure check of insufflator identified pressure did not stop at set value but continued inflating. Possible co2 embolus during procedure.